Manufacturer narrative:
Date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not warming to temperature. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Event description:
Additional information received via email. No patient involvement was reported.

Manufacturer narrative:
One device was received. Visual inspection noted scratches on front cover, water tank had cracks on top and bottom left. Missing water tank cap, light emitting diodes (led)s broken off printed circuit board (pcb). Functional test: put water in tank, attached temperature check, plugged line cord into outlet, turned device on brought circulating water up to 41.9. Unable to duplicate, complaint not confirmed. However, noted broken light emitting diode (led) caps from printed circuit board (pcb) board and cracked water tank from impact damage. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced printed circuit board (pcb), water tank cover, front cover, water tank cap, replaced line cord. Performed preventative maintenance (pm) and calibration. Device passed all functional and delivery tests.